Event description:
It was reported that via merlin.net transmission that non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Reprogramming was recommended. The post-paced t-wave oversensing recurred the next month and further program changes were recommended.

Event description:
New information received stated that the device had been reprogrammed in the past, an incident of non-sustained lead noise due to post-paced t wave oversensing was observed again. Further reprogramming was recommended.